Event description:
It was reported that during preparation of a vascular access intervention therapy, shaft fracture occurred. The 90% stenosed target lesion was located in a non calcified shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, resistance was encountered upon removal of the cutting balloon from its protective ring. It was then noted that the shaft fractured at the guide wire exit port. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was further reported that the user facility tried to remove the catheter from the protective hoop/ring without removal of all the air from the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned unit confirmed a shaft detachment at 24.9cm from the catheter tip. Stretching was present at the break site. The protective ring/hoop was not returned with the balloon. The balloon protector was returned over the balloon. The balloon protector was removed from the balloon with slight resistance. It was not possible to apply a vacuum to the balloon as the shaft was broken. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: prior to removal of the catheter from the protective ring, the user must: 'd. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel; e. To make certain that all air is removed from the balloon, repeat step d'. (B)(4).